Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to discharge.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation is completed.